Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (severed wire, check therapy electrode messages, add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a severed wire and that the patient was receiving frequent "check therapy electrode" and "add gel" message without previous gel release.